Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had up arrow and down arrow buttons sticking. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected scrolling or numbers ramping, stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. Scroll bar moving up or down with no input from the use. (B)(4).